Event description:
On (B)(6) 2015, this patient underwent reintervention for treatment for a distal type I endoleak and was implanted with additional gore (tm) tag (tm) thoracic endoprostheses. The patient tolerated the procedure.

Manufacturer narrative:
The device with an allegation of deficiency associated with this event is not distributed or manufactured by gore. As no product distributed or manufactured by gore caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2015-00894 was submitted in error, and is hereby retracted.

Event description:
Further investigation determined that the distal type I endoleak was associated with a medtronic 32x32x200 device.